Event description:
The customer reported that the device failed to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The problem was isolated to the power supply assembly. The power supply assembly was replaced to resolve the issue. After passing all performance assurance testes the device was returned to the customer.